Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. Additional reporter information: (B)(6).

Event description:
An event involved a plum 360 reported that during the administration of potassium, scheduled for continuous infusion, was instead carried out over the course of one hour. The infusion setup included a 250cc bag of saline solution 0.9 per cent with 56 meq-milliequivalent of potassium. The prescribed infusion rate was 3 meq per hour, but the pump was actually programmed to deliver 15cc per hour, which was inconsistent with the prescribed rate. The patient was under monitoring and serum control, and clinical stability was achieved following the event. The issue was noticed during the bag change when it was observed that approximately 220cc of the mixture had been infused, instead of the intended 250cc, which was meant to be infused over a 16-hour duration. The issue with the infusion was first detected at approximately 11:30 a.m. On (B)(6) 2026, when the infusion pump alarmed, indicating that the infusion had completed prematurely. It was also noted that the pump had shut off while the infusion was in progress, was restarted, and the infusion resumed at that point. The pump had initially been set up around 10:20 a.m. On the same day, with the infusion expected to last for 18.5 hours. There was patient involvement and no patient harm / adverse event reported.

Manufacturer narrative:
The device was received for evaluation. The testing was performed using a new, fully charged battery. The device was programmed on channel a to deliver a volume of 250 ml over 16 hours and 40 minutes, at a flow rate of 15 ml/h, resulting in 248 ml delivered over 16 hours and 38 minutes. 250 ml * 5% = (+/- 12.5 ml) with a tolerance of +/- 5%. The delivery value was within the permitted range. The delivery error margin was -2 ml. According to the customer's experience, the device generated a premature infusion. However, the client's protocol tests determined that the device operated for 16 hours and 38 minutes without interruption, and the infusion was completed without over-delivery or alterations to the values, delivering the programmed volume. A free flow test was performed to rule out uncontrolled flow delivery due to the mechanism; this test passed successfully. A keypad test was also performed to verify that it was not automatically reprogramming itself. Each key functioned correctly, and the test passed successfully. Probable cause: the client reported that the device shut down during an infusion. The battery test results replicated the fault reported by the client; the battery exhibited a charging failure. The device displayed 4 charge levels, but at the time of the failure, it dropped abruptly to 1 level. Regarding the potassium infusion that the client reported lasted 1 hour, it was found that this was due to incorrect programming by the user, who programmed 3 meq instead of 56 meq. This caused the infusion to be delivered in 1 hour instead of the 16 hours and 40 minutes prescribed.